Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va240j2, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-nov-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the pt reported the therapy had been "life saving" for them and has drastically improved their quality of life. They stated that prior to getting the therapy, they'd been going through 3-4 diapers a day, they hadn't been able to hold anything, changing their clothing 2 times a day and their pelvic floor was failing them. Since implant, the pt had to adjust their settings to see what worked and what didn't and what wouldn't cause pain for them, but once they found their setting, their symptoms had been reduced by probably 90% and they didn't have to change their settings except for maybe once a year if they were experiencing symptoms. Pt stated they didn't have to wear a diaper anymore and their incontinence issues were under control however they did have issues with constipation still. The pt said the system helped their constipation a little, and that they knew they didn't have the therapy for constipation, the pt had been hoping they'd be one of the pts that could experience relief from their constipation in addition to having the relief of their incontinence. Pt mentioned that they had wanted to do an MRI of their pelvic floor to see what was going on and why the pelvic floor was failing but ended up having to get a CT scan instead. Pt stated they also did pelvic floor emg therapy and asked if the device/therapy could interfere with the emg pelvic floor therapy. Patient services (ps) reviewed compatibility considerations and the pt stated they had to insert it and on the computer it read when the pt was contracting and not contracting and it was determined the pt was doing the opposite of what they were supposed to be doing: the pt said "I guess when I'm supposed to be flexing, my brain relaxes" and when they were supposed to be "relaxing" their "brain flexes." Pt stated they started the therapy last year (in 2022) it started to get painful for them and it felt "like a needle" poking them. Pt stated they didn't know if that was the lead or what had been happening but they ended up stopping the therapy towards the latter half of the year, in (B)(6) or so because it ended up getting uncomfortable for them. Pt explained to their therapist that also when they were going to the bathroom it was almost like someone took a "pen" to a specific part of their 'bottom", that' s what it felt like, something was poking through their skin and the patient said "obviously nothing is poking out of my skin," but they didn't know if it was the lead or what so they did an x-ray to see if everything was in the right spot. Pt stated the only thing they could determine "guess" what was happening was that their colon was getting big and "full of stool" and it was pressing against their lead, and that's why they were feeling pain. The pt stated the closest thing they could describe the pain to was having a pendulum emg where they put a needle in the sphincter muscle and that's what the pain felt like to them. Pt stated basically that was what it felt like to go sometimes, and it would be difficult to go and that was when they knew it was time to adjust the settings again, so they would lower the stimulation and then they'd be able to go, and then once they went to the bathroom, they would raise the settings again. Pt stated they haven't talked to their health care provider (hcp) about their constipation and pain yet but that they had their yearly appointment coming up in the next month. Pt was going to follow up with their hcp to discuss their concerns but continued to insist that they were so happy they had the therapy because it really helped their incontinence. Please understand this pt was difficult to follow in certain places and ps did their best to document the reported information.